Event description:
The reporter stated that the product is leaking at the medifold bar. During review of the returned product it was found that the check valves were sparating from the medifold. No patient injury of treatment was associated with this issue.